Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient was undergoing placement of a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for drainage of a pleural effusion. A leak near the hub was observed once the device was implanted but prior to completion of the procedure. A guide wire was placed into the catheter and the device removed. No portion of the device remained within the patient. A replacement catheter was then implanted over the guide wire. The procedure was completed with no further events. There was no adverse patient consequence. The device was received by the manufacturer for evaluation.

Manufacturer narrative:
Investigation summary: a review of the device history record, documentation, drawing, instructions for use, manufacturing instructions, review of trends, specification, visual inspection, and quality control data was conducted during the investigation. The device history record was reviewed and no non-conformances were identified. A complaint history search revealed that prior leaking incidents of this lot number were captured in three separate complaints i.e. (B)(4). Appropriate actions were taken to address these multiple complaint failures. The instructions for use (IFU) contains the following precautions: "these products are intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of percutaneous drainage catheters should be employed. Manipulation of products requires ultrasound, fluoroscopy, or other imaging guidance." Visual inspection and functional testing were performed on two devices - one in used condition and another in unused, unopened condition. A leak test on both devices showed leakage under the connector cap. The shaft flare size for the used device measured 0.21" which is within specification. The shaft flare size for the unused device was 0.228" which is 0.008" outside of ideal specification. Of note, inherent to the assembly process the flare of the tube is compressed between the cap and adapter of the proximal fittings of the device. It is feasible, and reasonable, that the device was manufactured to specification and after assembly the diameter of the tubing increased in size. Although there was no obvious evidence found to explain the leakage from the proximal end, the fact that leakage was also found on sealed devices makes it feasible to state that the failure is likely manufacturing related. Per the health risk assessment no further action is required. Measures have been previously initiated to address this issue. We will notify the appropriate personnel and continue to monitor for similar complaints.